Manufacturer narrative:
The complaint could not be confirmed. The device was not returned. However, using the information from the customer's report indicates that the cause for this event is user error in disposal of the device. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings. The most likely cause for the batteries exploding was cutting the battery cables. Cutting the wires can potentially cause them to short out spiking the current in the battery pack causing the battery pack to get hot. The paper products and liquids in the medical waste container could potentially ignite from this heat.

Event description:
It was reported that the zimmer pulsavac plus needs to be disposed after each case, however, the battery pack needs to be removed before disposing of the unit. The normal procedure is to cut the power cable that connects the battery pack to the handpiece. The theatre staff cut the battery pack cable and placed the battery pack down and touched it. Upon touching the pack, heat was given off, so they managed to get under the cover and discovered that the plastic casing was melting the batteries were very hot. Once the plastic casing was opened, all the batteries were removed from the casing. No additional clinical information was received prior to this report.